Manufacturer narrative:
Siemens has completed an investigation of the reported event. This customer is using a device (epic) to pre-register patients. Patient/study information is sent from epic to sensis using either the data transfer standard hl7 or dmwl. If a patient is pre-registered via hl7 or dmwl, and the requested procedure description does not match a sensis study type, the study type set in sensis is study_type_default. This is displayed in the information system (patient explorer). This results in a mismatch between the requested procedure type and the sensis study type (i.e. The default study is displayed in sensis rather than the study type requested in epic). Additionally, if the requested procedure description is configured to match a sensis study type, but it is the wrong study type, this incorrect association will appear every time that requested procedure is sent to sensis. The service engineer was unable to confirm that the study type configuration was corrected, but was able to confirm that this error has not occurred since the last reported occurrence. Because the issue has not reoccurred, it can be concluded that the mapping was corrected. Additionally, this behavior is outlined in the vc12 admin manual (axa5-200.640.11.xx.xx). This type of configuration is done by the user and initial training regarding this configuration is provided by applications specialists. This event is considered a user configuration error and training in regards to the procedure matching a predefined study type in sensis was provided. The manufacturer is not considering further actions at this time.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6) .

Event description:
An issue was reported with the axiom sensis system. For many patients it was observed that when trying to perform patient registration and after choosing patient and accession number from the scheduler, the system does not show the correct study linked to the order message. This leads to errors during patient study reconciliation in the syngo dynamics system. There are no injuries attributed to this event. The issue was reported in the (B)(6).